Manufacturer narrative:
This event has been identified as a duplicate of (B)(4). The event was reported under MFR#0002249697-2015-02020.

Event description:
Right hip revision for suspected infection. Update: this event has been identified as a duplicate of (B)(4). The event was reported under MFR#0002249697-2015-02020.

Event description:
Right hip revision for suspected infection.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6260-9-226; 26mm +4 lfit v40 head; lot code: 46646903. Cat. No.: 6021-0335; accolade plus tmzf hip stem #3; lot code: 45453602. An event regarding infection involving an uhr head was reported. The event was not confirmed. -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.